Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is completed.

Event description:
It is reported that on a regular check (2 years after surgery) at the hospital it was discovered that the stem was broken. The patient had no pain.